Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Product ID: 694765 implantable tachy lead, implanted: (B)(6) 2009; product ID: 5076-52 implantable pacing lead, implanted: (B)(6) 2009; product ID: 419478 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that a cardiac resynchronization therapy - defibrillator (crt-d) device had reached the elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.